Event description:
Patient called in 4/2002 alleging that their one touch basic enhanced meter was reading inaccurately high. Pt's meter read 278 compared to the doctor's 170 mg/dl. Tests were done within 10 minutes. Pt was taken to the emergency room and given "medication for diabetes". Pt has never done the control solution test or the checkstrip test. Pt also cleans the meter incorrectly. Unable to contact the customer to obtain more info. Sending letter.